Event description:
It was reported that during a ptca procedure, an attempt was made to debulk a heavily calcified lesion (contrary to IFU). However, the device failed to advance through the lesion. The device was withdrawn, at which time some resistance was felt. The nosecone detached and was left in the lesion. The pt became unstable, and an intra aortic balloon pump and "pcps" were inserted. Blood flow was restored so the guide wire was readvanced to the lesion site. A competitor's stent was advanced to the site, and tacked the nosecone to the vessel wall. This caused a perforation, which was then tacked with another dilatation catheter. The procedure ended when adequate flow had been established. No other information was reported.